Event description:
It was reported that during the ablation procedure to treat paroxysmal atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the catheter into the sheath, air removal was performed. However, since air continued to be aspirated, the sheath was replaced, and the procedure was completed successfully by using another sheath. No patient complications have been reported. The product was returned for analysis. Air bubbles appeared inside the aspiration syringe. The air was seen during preparation. No leakage was seen. Starter guidewire and farawave catheter was inside the sheath prior to, and/or at the time, the air was observed. Guidewire was inserted parallel to the catheter tip, then advanced the wire ahead after insertion. No additional leak or damage was noted on the device.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat paroxysmal atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the catheter into the sheath, air removal was performed. However, since air continued to be aspirated, the sheath was replaced, and the procedure was completed successfully by using another sheath. No patient complications have been reported. The product is expected to be returned for analysis. Air bubbles appeared inside the aspiration syringe. The air was seen during preparation. No leakage was seen. Starter guidewire and farawave catheter was inside the sheath prior to, and/or at the time, the air was observed. Guidewire was inserted parallel to the catheter tip, then advanced the wire ahead after insertion. No additional leak or damage was noted on the device.